Manufacturer narrative:
Through follow-up with user facility personnel, it was confirmed that the bite block did not malfunction. Facility personnel stated that it is unknown what caused the reaction to occur. During the time of the reported event, the doctor was wearing latex gloves; however, it could not be determined if the patient has a latex allergy. The lot subject of the reported event was not provided by user facility personnel. The device was not returned to steris endoscopy for evaluation. The bite block instructions for use states, "this product is not made with natural rubber latex. Prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist." A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that a patient experienced swelling to their lips and face a few hours following a completed procedure utilizing a bite block. No medical treatment was sought or administered. It was reported that the patient has fully recovered.